Event description:
Dealer/user states chair had elevated on its own 3 times since owned and just started last month, but during dealer eval chair is fully functional, no override switch or button being used. No damage in cable. Ref quote # (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx3se-ps, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1143150 rev c, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer/user states chair had elevated on its own 3 times since owned and just started last month, but during dealer eval chair is fully functional, no override switch or button being used. No damage in cable. Ref quote # (B)(4).